Event description:
Medtronic physio-control engineering is investigating reports of failure which occur following a device power on during which an operator carries out a specific sequence of steps while the device is transitioning from being connected to ac power and operating on battery power. This could result in a device powering up in an unstable mode, rendering it unable to be used to administer defibrillator and pacing therapies to a pt.